Event description:
Customer reported experiencing occlusion alarms without cause. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information regarding the outcome of the event was received.